Event description:
A report was received that alleged a hme was in place on a patient with a tracheostomy tube of unknown manufacturer. The patient required mechanical ventilation and suctioning every 30 minutes. The device was in use for an unknown amount of time when it was reported that the patient was found unconscious and cyanotic. The user does not believe this is a product fault but was unable to provide further details. The device is not available for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.